Event description:
Reporter reported that during the pre-usage check of an rt204 adult breathing circuit, they found it impossible to connect the electrical adapter to the expiratory limb because the pin for the heater wire was bent. No patient consequence was reported.

Manufacturer narrative:
The device was visually inspected. Results: our records indicate that this is the only complaint received for this type of fault for the given lot number. One heater wire pin was bent on the heated expiratory limb of the rt204 breathing circuit, preventing connection of the heater wire adapter. One possible reason for this fault is damage caused by manufacturing equipment. Test probes on an automated tester have been upgraded to prevent heated circuit pins being bent during manufacturing. Conclusions: the device was out of specification. The rate of occurrence for such complaints in adult heated breathing circuits is approximately 0.002% worldwide for the last year.